Event description:
This report was received from (B)(6). This is a spontaneous report by a consumer with supplemental information by a nurse from (B)(6) of peritonitis coincident with dianeal pd4 ambuflex therapy. On an unreported date in (B)(6) 2009, the patient began treatment with dianeal pd4 ambuflex (lot number, dose, and frequency not reported) intraperitoneally (ip) for peritoneal dialysis (pd). During a call with baxter customer services, the following was reported. On (B)(6) 2011, the patient experienced peritonitis. On an unreported date in (B)(6) 2011, a peritoneal effluent culture was performed and the results were unknown. Treatment was not reported and at the time of this report, the patient was recovering. Pd therapy was ongoing. Medical history included (B)(6), hypertension, and stroke. Concomitant medications were not reported. The nurse stated the event was not related to pd therapy. The following are potentially associated lots for this peritonitis event: h11a26034, h10l20028.

Manufacturer narrative:
(B)(4). The root cause of the reported condition of peritonitis was undetermined. A batch review was performed for the potentially associated lot numbers (h11a26034, h10l20028). There were no deviations from standard procedure. Baxter has received similar reports for the reported problem. The root cause investigation is in progress.

Manufacturer narrative:
(B)(4). This is report 3 of 3 involved in this peritonitis event. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. A follow-up report will be submitted if additional information becomes available.